Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent events were submitted via 2210968-2020-03384 and 2210968-2020-03385.

Event description:
It was reported that the patient underwent an unknown/tea procedure in 2020 and the suture was used. It was reported that when the needle was armed to be used, it let go after the first bite. It was also reported that it was very likely the needle was not pressed correctly on to the thread. Another like suture was used.

Manufacturer narrative:
Date sent to the FDA: 08/27/2020. A manufacturing record evaluation was performed for the finished device pkh990, and no non-conformances were identified. Additional h-3 summary: it was received for analysis sixty-two unopened samples of product code eh7405h, lot pkh990. The complaint sample was not returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle or performance detached needle was found, and the tested samples met the finished goods requirements this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.